Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 4.0x12mm vision stent delivery system (sds) met resistance during advancement onto and removal from an unspecified guide wire and the sds shaft was noted to be wrinkled; thus, both devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 4.0x12mm vision sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove, difficult to position, and twisted (wrinkled) material were not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.